Event description:
It was reported that (1) al236 was used during a lap chole procedure. It was reported by the rep that the clip applier clipped once then stuck shut. It is unknown how the case was completed. There was no consequene to pt.